Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of component damage - crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model mz1000-07 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the maxzero needleless connector leaked blood due to a crack in the lipid connection. The following information was provided by the initial reporter: "assessed infant shortly after receiving report at change of shift. Went to turn off infant flush from IV abx that were running past change of shift. After silencing the pump and capping the line, I went to clamp the med line closest to the infant. At that time I saw approximately 3-5 ml of blood on the edge of the isolette. I assessed the infants skin and the tubing. The bleeding was not coming from the infants skin but there was back flow of blood coming from the infants PICC in the right leg and flowing down to the lipid tubing. It appeared that the cap at the end of the lipid tubing was cracked. I immediately paused the lipids and clamped the line closest to the infant. Flash nurses were called to the bedside to assess. The assessed the site and agreed it was the lipid connection - that must have cracked and caused back flow of blood. Flash team did complete line change and cap change as well as flushed 1ml of ns to determine if the line was still patent."